Event description:
It was reported by repair work order that the right arm rest cap was damaged resulting in possible fluid ingress. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.